Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak inside the cassette door on a cycler. The peritoneal dialysis registered nurse (pdrn) did not have any additional details regarding the leak. Additional information was requested, however it was not available.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak inside the cassette door on a cycler. The peritoneal dialysis registered nurse (pdrn) did not have any additional details regarding the leak. Additional information was requested, however it was not available.